Event description:
Philips received a complaint by the customer on the v60 indicating that while servicing the device, it was observed that the device is not switching to ac power or charging. It will only stay on battery power, won't switch to ac power. No ac voltage through power board. It has been determined that the power supply needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.